Event description:
Customer was diagnosed with diabetes approximately 8 months ago and her mother called to say she feels her daughter is young and not quite ready for our pump or any pump at the moment. Mother went on to say they had an experience in the hospital recently. Customer woke up sunday morning with a blood glucose level of high and was vomiting. Customer brought to the ER, placed on IV fluids and an insulin drip. Customer removed the pod on admittance to the hospital. Once IV insulin was administered, her blood glucose levels resumed a normal range. Mother no longer has the pod in question. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.